Event description:
It was reported that during a laparoscopic cholecystectomy procedure, two different devices misfired. Unk how the case was completed. There was no pt consequence.

Manufacturer narrative:
(B)(4). Broken advancer, orange indicator over traveled, malformed clip. Eval summary: the analysis results found that the el5ml device was returned with the tip of the advancer broken. The device was cycled and malformed the remaining clips due to the advancer condition. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Finally, the device locked out as intended, but the orange was visible at 12th firing sequence, thus it over traveled. A possible cause for the indicator failure may be a pervious feed error. The batch record was reviewed and no anomalies were noted during the mfg process. The analysis results of the el5ml device (b) found that it was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon firing, the tip of the advancer slid toward tissue stop, causing the jaws to remain in the closed position. The trigger was manually assisted in order to open the jaws and one pear shaped clip was released. The remaining ten clips were conforming according to mfg specs. It should be noted that a corrective action has been initiated to address the root cause of the advancer bypass issues. Finally, the device locked out as intended, but the orange indicator indexed twist during the 14th and 15th firing sequence, thus it over traveled. A possible cause of this failure is attributed to molding of the orange indicator. The batch record was reviewed and no anomalies were noted during the mfg process. Device b add'l info: batch # f9ht05; exp date: 09/2014; mfg date: 10/2009. Malformed clip, advancer bypass toward tissue stop, jaws unable to open.